Event description:
It was reported that on several occasions while actively monitoring pts, the m300 exhibited the symptom of having the pt's name disappear from the ics display although pt waveforms continued to be displayed. It was also noted that full disclosure data was no longer being collected for the pt when this happened. The pt was readmitted to the ics and normal monitoring was restored. The users reported that it appeared as if the pt had been discharged w/o a user having initiated a discharge. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.